Manufacturer narrative:
The citation of the attached literature article is as follows: pruski et al mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge, vasc endovascular surg (2017 feb); 51(2): 67-71. Please note that the event date, expiration date, and the manufacturing date were unknown. UDI number: (B)(4) note: pi number is unknown as the lot number was not provided. (B)(6). The study took place between 2012 and 2014 and the device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the root cause of the reported event could not be determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Deep vein thrombosis (dvt) is a common procedural complication and may be related to anticoagulation, prior history of dvt, and decreased mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the dvt reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lhr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed. This is one of six medwatch reports involved. The associate manufacturing report numbers are the following: 3004939290-2017-00051, 3004939290-2017-00052, 3004939290-2017-00053, 3004939290-2017-00054, 3004939290-2017-00055, and 3004939290-2017-00056.

Event description:
According to the literature article "mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge," a patient had ipsilateral dvt and was treated with oral anticoagulants. No patients required hospitalization. No late bleeding and no hematomas greater than 6 cm were noted. Additional information was requested, but was unknown.